Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: " did the needle fall into the patient?=>unk if so, ? Was the needle piece(s) retrieved during the same procedure?=>unk ? Were x-rays taken to locate the needle piece(s)?=>unk ? What measures were implemented to retrieve the broken piece?=>unk ? Was there any additional tissue damage resulting from the search for the needle piece?=>unk - does a fragment of the needle remain in the patient¿s tissue?=>unk if so, ? Is there any plan in place to remove the needle piece in the future?=>unk ? If so, could you please provide the scheduled date for the removal?=>unk ? In which tissue structure was the broken needle located?=>unk ? What is the surgeon¿s opinion of the potential consequences for the patient?=>unk - do you have any photos available for visual analysis?=>no - could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections.=>the device has been received at sukagawa and will be shipped. Please check rmao. Tracking number is (B)(6) - please provide the source or name of person providing answers to follow-up questions:=>(B)(6)

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and barbed suture was used. During the procedure, it was reported by a sales rep that, during an unknown surgery, the needle at the proximal end was broken. It was not a control release needle. Another product was used to complete the case. When we send the sample to you, we will let you know its return date and tracking number. There were no adverse consequences to the patient. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.